Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted. See also medwatch 2210968-2012-07754, 2210968-2012-07752, and 2210968-2012-07757. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with open repair of incisional hernia with bard ventralex mesh due to incisional hernia. No additional information was provided. This is one of four medwatches being submitted. See also medwatch 2210968-2012-07754, 2210968-2012-07752, and 2210968-2012-07757. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with hysterectomy due to pelvic organ prolapse and stress urinary incontinence. The patient experienced pain, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent repair of rectocele, repair of perineal defect, and enterocele repair on (B)(6) 2006 and vaginal vault suspension and anterior colporrhaphy on (B)(6) 2008.

Event description:
Reason for surgery: hypomobile urethra with stress incontinence ((B)(6) 2003). Reason for surgery: rectocele, perineal attenuation, vaginal vault prolapse ((B)(6) 2006).